Manufacturer narrative:
The device was visually inspected and the lasso loop was deformed. The shaft was found deformed and sharp electrodes were observed. The outer diameter of the catheter was measured and was found within specification. Contraction and deflection testing was performed and the catheter failed. A failure analysis was performed and the catheter was observed under the x ray machine. The catheter finding was that the puller wire was around the nitinol causing the improper contraction issue and the deformed loop. Additionally, scanning electron microscope (sem) testing was performed on the damaged area and the results showed evidence of mechanical damage, stress marks, and a sharp edge on the surface of the electrode. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the puller wire around the nitinol and the electrode damage cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the manipulation of the device. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a lasso® nav eco variable catheter and the catheter lost shape and was deformed. The catheter was replaced and the procedure was completed without patient consequence. Loss of catheter shape and deformity is not reportable. The potential it could cause or contribute to a serious injury or death is remote. Therefore, the loss of catheter shape was assessed as not reportable. This event is being reported because the bwi failure analysis lab received the device on (B)(6) 2018 for evaluation and the (B)(6) 2018 fal findings observed a deformed lasso loop in both contracted and un-contracted states. The shaft was deformed at approximately 4 cm from the lasso. Sharp electrodes were observed on ring 7 and ring 8. The spine was flattened between ring 20 and ring 21. The deformation observed on the catheter loop and shaft is not reportable. The sharp edges observed on ring 7 and 8 are a reportable issue. Therefore, this complaint has been assessed as reportable. The awareness date was reset to (B)(6) 2018.

Manufacturer narrative:
The device was visually inspected and the lasso loop was deformed. The shaft was found deformed and sharp electrodes were observed. Then, the catheter outer diameter was measured and it was found to be within specification. Contraction and deflection tests were performed and the catheter failed. A failure analysis was performed. The catheter was observed under the x ray machine and was the puller wire was observed around the nitinol, causing the improper contraction issue and the deformed loop. Additionally, scanning electron microscope (sem) testing was performed on the damage area and the results showed evidence of mechanical damage, stress marks and a sharp edge on the surface of the electrode. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the puller wire around the nitinol and the electrode damage cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the manipulation of the device. Manufacturer ref no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a lasso® nav eco variable catheter and the catheter lost shape and was deformed. The catheter was replaced, and the procedure was completed without patient consequence. The deformed catheter issue is not reportable. This complaint was originally assessed as not reportable because the potential that it could cause or contribute to death, serious injury, or other significant adverse event is remote. The device was returned to the bwi failure analysis lab (fal) and on 7/03/2018 damaged electrodes on ring 7 and ring 8 were observed. Scanning electron microscope sem analysis of the pebax showed evidence of mechanical damage, stress marks, and a sharp edge on the surface of the electrode. It is possible that the damage was generated with an unknown object. The issue of sharp edge on the surface of the electrode has been assessed as reportable.